Manufacturer narrative:
Section h3: additional information. Manufacturer's investigation conclusion: the cause of the reported low flow alarms was confirmed during the evaluation of(B)(6). The pump was returned with the pump cable cut approximately 5¿ from the pump housing and the severed portion was not returned. The sealed outflow graft and bend relief were fully secured to the pump cover. Examination of the sealed outflow graft found a twist adjacent to the graft hardware, nearly 180 degrees in the clockwise direction. Based on the normal tissue accumulation in the space between the graft and the bend relief, the twist appeared to have been present for a prolonged period of time during support. The occlusion caused by the twist would have contributed to the gradual decrease in average flow and subsequent low flow alarms captured on the submitted log files. Inspection of the inflow cannula found a tissue-like ingrowth along the proximal portion of the lumen. The majority of the tissue was a smooth, flat, collagen-like ingrowth, which was well-adhered to the textured surface. The proximal portion of tissue was softer and appeared to have been stretched over the proximal edge of the cannula at the ventricle interface. It appeared that this tissue had been stretched and cut at explant, causing it to retract into the lumen of the cannula. The observed tissue did not appear large enough to have contributed to the reported event. The remainder of the device appeared unremarkable. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The patient¿s reduced right ventricle function was reported to be due to IV fluids and a pump speed increase to 5600rpm on (B)(6) 2019. The center also reported that the increase in ldh was due to liver dysfunction and was not pump or therapy related. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. A corrective action has been implemented to address hm3 outflow graft twist. (B)(6) was implanted prior to the implementation of this corrective action. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported he patient was admitted due to elevated creatinine and lactate dehydrogenase (ldh). During the early hours of (B)(6) 2019, the patient became hypotensive with persistent low flow alarms. The patient was transferred to the intensive care unit (ICU) where via echo it was determined there was a reduction in right ventricular (rv) function. The patient was started on inotropic therapy and an intra-aortic balloon pump (iabp) was inserted. The healthcare provider did not report the reduction of rv function or elevated creatinine/ldh was caused by the lvad. It was determined the rv dysfunction was likely caused by the patient receiving IV fluids and a pump speed increase from 5,200 rpm to 5,600 rpm during a routine clinic visit on (B)(6) 2019. The patient returned to the implanting center shortly after these changes with complaints of shortness of breath and was subsequently admitted. The patient was in stable condition and rv function was improving with a pump speed reduction to 5,400 rpm and inotropic support. It was later reported that the patient underwent a tricuspid and mitral valve replacement as well as an hm3 pump replacement on (B)(6) 2019. The inflow cannula of the pump was obscured by 30-40% due to pannus. The surgeon reports the rise in pre-op ldh was secondary to liver dysfunction and not related to the device/therapy. The cardiovascular surgeon reports they removed the bend-relief from the graft to inspect the outflow graft while the pump was still inside of the patient's chest. The surgeon denies seeing a twist in the graft during their perioperative inspection, and believes the twist occurred after the pump/graft were removed from the patient. No further information was provided.